Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010. On an unknown date, the patient experienced an increase in voiding to every two hours at night, an increase in urgency and abdominal cramping. The patient went to the physician. On (B)(6) 2010, the patient's urine was "contaminated" and she was treated with antibiotics. A bladder scan showed a decrease in residual urine. Additional information has been requested.

Manufacturer narrative:
(B)(4). (B)(4) - urinary tract infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.